Event description:
This css console was not supporting a patient. The customer reported that there was a blank display on the css console monitoring computer while being used for training. This alleged failure mode poses a low risk to a patient because the issue was observed when the css console was not supporting a patient. In addition, it would not prevent the css console from performing its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. The laptop computer that was removed from the css console will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.